Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed ¿over-sensing of artifact¿ which triggered the lead integrity alarm. Re-programming was performed, and the patient underwent ventricular fibrillation testing with successful results. The over-sensing could not be re-produced when the device was manipulated in the pocket and the arm was moved. Approximately two weeks later there was an alert for high impedance. The physician feels the lead is in the beginning stages of developing a fracture. It was determined to monitor the patient. The alarm setting was increased, the lead remains in use, and no patient complications have been reported as a result of this event.